Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 6000 e 601 module. The initial hcg result was 1.24 miu/ml. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 550 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 64377005 and the expiration date is 30-nov-2023. It was found that the customer was not using cup adapters with 13 mm diameter tubes. Per product labeling, "if immunoassays are requested, cup adapters must be used for sample tubes with an outer diameter = 13 mm." It was also found that the customer's sample centrifugation time of 5 minutes at a speed of "5000" may be shorter and faster than recommended. The field service engineer (fse) found that the sample probe's assembly's horizontal movement set screws were loose causing the sample probe to be misadjusted. The customer performed a liquid flow path clean prior to the fse's visit. The fse tightened the set screws, performed adjustments on the sample mechanism, performed mechanical checks, and performed a blank cell calibration. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.